Event description:
During the procedure, the surgeon noted the ligasure advance did not work properly, as the protective sheath keep sliding back. The device was removed from the field, and replaced with a new device. It is unknown if the new device was of the same or different lot. This reporting institution has reported another device from this specific lot from a procedure with a different patient.